Event description:
It was reported that the 9800 system would intermittently shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer connection was repaired during the service call.